Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
(B)(4)..

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-00862; 3006705815-2020-00863. It was reported the patient experienced ineffective stimulation. Surgical intervention may take place at a later date to resolve the issue.

Event description:
Additional information found the patient had their scs system explanted to address the issue.